Event description:
Information received indicates the left siderail is not latching.

Manufacturer narrative:
The technician isolated the issue to a missing siderail latch nut and bolt. He replaced the nut and bolt to repair the stretcher.